Event description:
It was reported that almost two months post implant, the cardiac resynchronization therapy defibrillator (crt-d) exhibited aberrant sensing behavior leading to inappropriate shocks. Reprogramming did not solve the issue, and the patient still received additional shocks. Review of the stored episodes showed right ventricular (rv) oversensing by crosstalk due to right atrial (ra) pacing, and the ra and rv had similar morphology indicating an open/short circuit between the ra and rv lead connectors. It was also noted that the ra, rv, and left ventricular (lv) leads had unstable pacing impedances which significantly increased high. A connection issue was suspected, and the crt-d was explanted. During explant, the leads were found to be well seated in their respective connectors. No further patient complications have been reported as a result of this event. It was further reported that the ra, rv, and lv leads were explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.